Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event, their device would not recognize paddle's lead ECG. As a result, defibrillation would not have been possible because the device could not detect the patient load. Medical personnel retrieved a second lifepak 15 device and were able to obtain the patient's ECG rhythm. This issue is patient related; however there was no adverse patient outcome reported. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.